Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a clot issue was observed. A blood clot was noticed at the tip of the pentaray nav high-density mapping eco catheter. The patient woke up okay and was responsive. There was no patient consequence reported. Additional information was received on the event. The system did not present any error. There were no issues related to the temperature or flow of the catheter. The problem was noted on the pentaray nav high-density mapping eco catheter prior to ablation. The patient was anticoagulated. The last activated clotting time (act) was 255. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as a MDR reportable clot issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 09-mar-2022. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30695342l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).